Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. Patient admitted to the hospital on (B)(6) 2013 due to false ICD shocks because of new rapid atrial fibrilation brought on by hypokalemia. Device reprogramming was done. The physician is unknown. The facility was (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).